Event description:
On (B)(6) 2012 the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was giving the patient inaccurate high readings as compared to his feelings/normal results. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6), 2012. The mss was advised by the reporter that a little before 6:00pm at an unspecified day during the first week of (B)(6) 2012, the patient developed symptoms of "acting different, of being disoriented, and not being able to keep his head up". The reporter immediately gave him "sprite" to drink and tested him on the subject meter and obtained the alleged high reading of "596mg/dl". Shortly after, the patient was administered with "12units of humalog" in response to the reported issue. Half an hour later, the patient had "become unresponsive and would not wake up". The mss was informed by the reporter that they had "put some honey underneath the patient's tongue" and immediately called ems. When ems arrived, they tested the patient on their meter (unknown device) and obtained a reading of "20mg/dl" and administered the patient with IV glucose. The reporter stated that out of curiosity, they tested the patient with the subject meter and obtained the reading of "180mg/dl". At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca also noted that the patient did not have the test strips available. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms of severe hypoglycemia and received medical treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.